Event description:
Review of a single post-implant cta slice confirmed that the devices (two limbs) were implanted. An air bubble approximately 1.5cm in diameter was seen within the anterior of the aaa. No stent graft issues were seen. The cause could not be determined from the single image provided. This air bubble may have entered the aaa during the implant procedure.

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that patient was admitted for constipation unrelated to device or procedure. A CT scan was done and noted a small air bubble in the aneurysm sac either due to not flushing the stent graft system correctly or due to air in the catheters or injectors. The physician was unsure which was the cause of air in aneurysm sac. The physician stated that the event was related to the device and procedure. The physician stated that the air should dissipate in about one week. No other problems were noted for the patient. It was later reported that the patient did not experience symptoms related to the air bubble in aneurysm sac. The air bubble was dissipated, however, no repeat CT scan was done to confirm as it would induce more radiation and contrast dye to patient. The patient was discharged from the hospital. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).